Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an "error 19" during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is uknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation did not confirm or reproduce a "system error 19". The reported symptom and assignable cause was not identified. Review of the event history log did not confirm the reported symptom, but did reveal the customer experienced multiple events of system error 110. The device was found out of specification in relation to the system error 110 which was not reproduced. System error 110 was confirmed through a review of the event history log and found to be caused by a severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump experienced an "error 19" during therapy in the pediatric care area (medication, programmed amount and delivery rate unknown), which was clarified during baxter's evaluation as system error 110. Any patient involvement, injury or medical intervention is unknown.